Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Additionally, was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. During troubleshooting with tandem technical support, the issue was resolved. Customer's blood glucose level ranged from approximately 80 mg/dl to 119 mg/dl.